Manufacturer narrative:
The reported events of unexpected mode switch and error message were confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed, and the device was found to be above elective replacement indicator (eri) level. Backup operation was reproduced at cold temperature, consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
Prior to the implant procedure, the device was interrogated and returned an error message. Upon a second attempt to interrogate the device, it was found to be in back up mode. The device was not selected for implant. No patient consequence.